Event description:
The manufacturer was informed that this patient's heart valve was implanted and explanted on (B)(6) 2017. The ring was explanted because the repair was not adequate and there was significant mitral regurgitation after repair. The surgeon then implanted a new valve. The patient is currently in rehab therapy. The explanted ring has been disposed of and is not available for analysis.